Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead during atrial tachycardia (at) / atrial fibrillation (af) episodes possibly triggering early termination of the at/af. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.